Event description:
When the pt was disconnected from the heart-lung machine and connected to the first unit, the first unit generated a "no trigger" alarm, pumped for a few beats, then generated another "no trigger " alarm. After switching the pt to this unit, the problem repeated itself ("no trigger" alarm, unit pumped for a few beats, then another "no trigger" alarm) even though different cables were used. The customer reported that "eventually the pt expired." Refer to medwatch report no. 2221819-2001-00180 for the eval of the first unit.